Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the emergency room after receiving an inappropriate shock for atrial fibrillation with rapid ventricular response. The patient also received a vibratory notifier for upper out of the range high voltage lead impedance measurements. The patient was asymptomatic. The suspected cause of the high impedance was from weight loss. The device is now protruding from the pocket. One programming change was recommended. The patient will continue to be monitored. The patient was to be discharged soon. No further information is available.